Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during hv charging. The device was tested on the bench and excessive battery heating was noted. The cause of the heating could not be determined.

Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, interrogation revealed the device was in backup vvi mode. A device download was not performed due to an unexplained por. The device was explanted and replaced. No adverse consequences were detected.